Event description:
It was reported that multiple of the same cartridge alarms occurred during the load sequence. The specific value of bg level was unknown. The value displayed "high".the customer continued to use the pump for insulin therapy. A correction injection via manual injection for insulin therapy was administered to address bg level. The customer continued to use the pump for insulin therapy.